Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: 901331) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in october 2012. The patient's medical history included pyelonephritis and congenital vesicoureteric reflux. Concurrent conditions included post-traumatic stress disorder, anxiety, meningitis, ovarian cyst ruptured, ovarian torsion, sulfonamide allergy, fever, insomnia, rash, itching, chest pain, peripheral swelling, memory loss, decreased appetite, heartburn, constipation, urinary frequency, general body pain, leg pain and hot flashes. Concomitant products included alprazolam (xanax) from 2013 to 2016, fluticasone propionate (flonase allergy relief) from 2012 to 2013, hydrocodone bitartrate;paracetamol (norco) since 2012, ibuprofen since 2012, paroxetine hydrochloride (paxil) from july 2012 to august 2012, promethazine from 2012 to 2018 and sumatriptan succinate (imitrex df) from 2009 to 2017. On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and myalgia ("muscle pain"). In august 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metallic taste"), dizziness ("dizziness"), feeling abnormal ("brain fog") and overweight ("now about 40pounds over weight") and was found to have weight increased ("weight gain"). In september 2012, the patient experienced allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue,"). In october 2012, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), nausea ("nausea") and alopecia ("hair loss"). In 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced menopause ("hormonal changes describe: menopause"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal cuff dehiscence ("other injury(ies) or complication (s) describe: vaginal cuff dehiscence, vaginal cuff repair"), paraesthesia ("neurological conditions or problems type: brain zaps"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), back pain ("back pain") and pain ("frank pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy, oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, allergy to metals, fatigue, weight increased, vaginal cuff dehiscence, alopecia, abdominal pain, myalgia, urinary tract infection, overweight, back pain and pain outcome was unknown and the migraine, dysgeusia, dysmenorrhoea, dyspareunia, paraesthesia, dizziness and feeling abnormal had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fungal infection, headache, menopause, menorrhagia, migraine, myalgia, nausea, overweight, pain, paraesthesia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal cuff dehiscence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 178 lbs. Approximate weight at the time of essure placement 135 lbs. Insertion details- an essure was placed in the left tubal ostia. There were 4 coils visualized and the essure was placed in the right tubal ostia and 2 coils were visualized. With good placement of both, the hysteroscope was then removed and the procedure was completed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram: in september 2012: failure to occlude (close) fallopian tubes. Ultrasound testes: on (B)(6) 2013: reason for ultrasound: ultrasound done to evaluate pelvic pain following hysterectomy feb2013. Pelvic and transvaginal approach is used. Impression: normal postoperative pelvis following hysterectomy. Hemorrhagic ovarian cyst is consistent with this history. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel sensitivity, headache, dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2018: unlocked for quality safety evaluation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 901331) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in (B)(6) 2012. The patient's medical history included pyelonephritis and congenital vesicoureteric reflux. Concurrent conditions included post-traumatic stress disorder, anxiety, meningitis, ovarian cyst ruptured, ovarian torsion, sulfonamide allergy, fever, insomnia, rash, itching, chest pain, peripheral swelling, memory loss, decreased appetite, heartburn, constipation, urinary frequency, general body pain, leg pain and hot flashes. Concomitant products included alprazolam (xanax) from 2013 to 2016, fluticasone propionate (flonase allergy relief) from 2012 to 2013, hydrocodone bitartrate;paracetamol (norco) since 2012, ibuprofen since 2012, paroxetine hydrochloride (paxil) from july 2012 to august 2012, promethazine from 2012 to 2018 and sumatriptan succinate (imitrex df) from 2009 to 2017. On 11-jul-2012, the patient had essure inserted. In 2012, the patient experienced bladder disorder ("bladder disorder or problems"), urinary tract disorder ("urinary tract disorderor problems") and vulvovaginal mycotic infection ("yeast infection").in july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and myalgia ("muscle pain"). In august 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metallic taste"), dizziness ("dizziness"), feeling abnormal ("brain fog"), overweight ("now about 40pounds over weight") and weight fluctuation ("lost weight at first becasue I was so sick and then after my hysterectomy I started gaining weight.I surpassed my original weight and am now 40 pounds over weight") and was found to have weight increased ("weight gain"). In september 2012, the patient experienced allergy to metals ("nickel allergy/nickel sensitivity"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In october 2012, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), nausea ("nausea") and alopecia ("hair loss"). In 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced menopause ("hormonal changes describe: menopause"), vaginal cuff dehiscence ("other injury(ies) or complication (s) describe: vaginal cuff dehiscence, vaginal cuff repair"), paraesthesia ("neurological conditions or problems type: brain zaps"), urinary tract infection ("urinary tract infection"), back pain ("back pain"), flank pain ("flank pain") and cerebral disorder ("brain zaps"). The patient was treated with surgery (hysterectomy (full), salpingectomy, oophorectomy). Essure was removed on 21-feb-2013. At the time of the report, the pelvic pain, menopause, vaginal haemorrhage, menorrhagia, fibromyalgia, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, allergy to metals, fatigue, weight increased, vaginal cuff dehiscence, alopecia, abdominal pain, myalgia, urinary tract infection, overweight, back pain, flank pain and weight fluctuation outcome was unknown and the female sexual dysfunction, migraine, dysgeusia, dysmenorrhoea, dyspareunia, paraesthesia, dizziness, feeling abnormal and cerebral disorder had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cerebral disorder, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flank pain, headache, menopause, menorrhagia, migraine, myalgia, nausea, overweight, paraesthesia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal cuff dehiscence, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 178 lbs. Approximate weight at the time of essure placement 135 lbs. Insertion details- an essure was placed in the left tubal ostia. There were 4 coils visualized and the essure was placed in the right tubal ostia and 2 coils were visualized. With good placement of both, the hysteroscope was then removed and the procedure was completed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on 11-sep-2012: failure to occlude (close) fallopian tubes. Ultrasound testes - on (B)(6) 2013: reason for ultrasound: ultrasound done to evaluate pelvic pain following hysterectomy feb2013. Pelvic and transvaginal approach is used. Impression: normal postoperative pelvis following hysterectomy. Hemorrhagic ovarian cyst is consistent with this history.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel sensitivity, headache, dizziness. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following events were added : brain zaps, lost weight at first becasue I was so sick and then after my hysterectomy I started gaining weight.I surpassed my original weight and am now 40 pounds over weight incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in october 2012. The patient's medical history included pyelonephritis and congenital vesicoureteric reflux. Concurrent conditions included post-traumatic stress disorder, anxiety, meningitis, ovarian cyst ruptured, ovarian torsion, sulfonamide allergy, fever, insomnia, rash, itching, chest pain, peripheral swelling, memory loss, decreased appetite, heartburn, constipation, urinary frequency, general body pain, leg pain and hot flashes. Concomitant products included alprazolam (xanax) from 2013 to 2016, fluticasone propionate (flonase allergy relief) from 2012 to 2013, hydrocodone bitartrate;paracetamol (norco) since 2012, ibuprofen since 2012, paroxetine hydrochloride (paxil) from july 2012 to august 2012, promethazine from 2012 to 2018 and sumatriptan succinate (imitrex df) from 2009 to 2017. On (B)(6)2012, the patient had essure inserted. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and myalgia ("muscle pain"). In august 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metallic taste"), dizziness ("dizziness"), feeling abnormal ("brain fog") and overweight ("now about 40pounds over weight") and was found to have weight increased ("weight gain"). In september 2012, the patient experienced allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue,"). In october 2012, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), nausea ("nausea") and alopecia ("hair loss"). In 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced menopause ("hormonal changes describe: menopause"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal cuff dehiscence ("other injury(ies) or complication (s) describe: vaginal cuff dehiscence, vaginal cuff repair"), paraesthesia ("neurological conditions or problems type: brain zaps"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), back pain ("back pain") and flank pain ("frank pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy, oophorectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, allergy to metals, fatigue, weight increased, vaginal cuff dehiscence, alopecia, abdominal pain, myalgia, urinary tract infection, overweight, back pain and flank pain outcome was unknown and the migraine, dysgeusia, dysmenorrhoea, dyspareunia, paraesthesia, dizziness and feeling abnormal had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flank pain, fungal infection, headache, menopause, menorrhagia, migraine, myalgia, nausea, overweight, paraesthesia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal cuff dehiscence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 178 lbs. Approximate weight at the time of essure placement 135 lbs. Insertion details- an essure was placed in the left tubal ostia. There were 4 coils visualized and the essure was placed in the right tubal ostia and 2 coils were visualized. With good placement of both, the hysteroscope was then removed and the procedure was completed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in september 2012: failure to occlude (close) fallopian tubes. Ultrasound testes - on (B)(6)2013: reason for ultrasound: ultrasound done to evaluate pelvic pain following hysterectomy feb2013. Pelvic and transvaginal approach is used. Impression: normal postoperative pelvis following hysterectomy. Hemorrhagic ovarian cyst is consistent with this history.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel sensitivity, headache, dizziness. Most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs + mr received- new events added: hormonal changes describe: menopause, abnormal bleeding (vaginal, menorrhagia), apareunia, autoimmune disorder type of disorder: fibromyalgia, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, neurological conditions or problems type: brain zaps, metallic taste, nickel allergy, dysmenorrhea (cramping), dyspareunia, failure to occlude (close) fallopian tube(s), fatigue, weight gain, other injury(ies) or complication (s) describe: vaginal cuff dehiscence; vaginal cuff repair and hair loss, abdominal pain, muscle pain, uti, yeast infection, dizziness, brain fog, metallic taste, over weight , back pain, flank pain were added.outcome of events migraines, cramping, intercourse issue, neurological issue from unknown to recovered/resolved were updated.lot number , new reporters were added.concomitant conditions and drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain in my left side'), meningitis viral ('viral spinal meningitis / infection of meninges'), neoplasm malignant ('I'm victim of cancer'), nephrolithiasis ('stones'), brain contusion ('contusion in my brain'), adnexal torsion ('my right one had a torsion and ruptured last year'), internal haemorrhage ('internal bleeding'), cyst rupture ('cyst twisted around my fallopian tube and burst') and ovarian rupture ('ovary ruptured') in a 32-year-old female patient who had essure (batch no. 901331) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in (B)(6) 2012. The patient's medical history included hearing loss on (B)(6) 2014, grief reaction on 21-jan-2014, infection mrsa on (B)(6) 2012, pyelonephritis, congenital vesicoureteric reflux, vertigo, meningitis, syncope, pelvic inflammatory disease, missed abortion, pelvic adhesions, ectopic pregnancy, spontaneous abortion, flank pain, depression, vaginal cuff dehiscence, gallbladder inflammation, miscarriage and d & c. Concurrent conditions included post-traumatic stress disorder, anxiety, meningitis, ovarian cyst ruptured, ovarian torsion, sulfonamide allergy, fever, insomnia, rash, itching, chest pain, peripheral swelling, memory loss, decreased appetite, heartburn, constipation, urinary frequency, general body pain, leg pain, hot flashes, bronchitis and allergic rhinitis. Concomitant products included alprazolam (xanax) from 2013 to 2016, fluticasone propionate (flonase allergy relief) from 2012 to 2013, hydrocodone bitartrate;paracetamol (norco) since 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since 2012, naproxen (motrin), paracetamol (tylenol), paroxetine hydrochloride (paxil) from july 2012 to august 2012, promethazine from 2012 to 2018 and sumatriptan succinate (imitrex df) from 2009 to 2017. In 2012, the patient experienced bladder disorder ("bladder disorder or problems"), urinary tract disorder ("urinary tract disorder or problems"), urinary tract infection ("urinary tract infection") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/ pain on my both side of abdomen") and myalgia ("muscle pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metallic taste"), dizziness ("dizziness"), feeling abnormal ("brain fog"), overweight ("now about 40pounds over weight") and weight fluctuation ("lost weight at first because I was so sick and then after my hysterectomy I started gaining weight. I surpassed my original weight and am now 40 pounds over weight") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy/nickel sensitivity") with rash, dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"), nausea ("nausea") and alopecia ("hair loss"). In 2013, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced the first episode of menopause ("hormonal changes describe: menopause"). On an unknown date, the patient experienced vaginal cuff dehiscence ("other injury(ies) or complication (s) describe: vaginal cuff dehiscence, vaginal cuff repair"), back pain ("back pain"), flank pain ("flank pain"), cerebral disorder ("brain zaps"), meningitis viral (seriousness criteria hospitalization and medically significant) with blindness, pyrexia, muscular weakness, visual impairment, confusional state, white blood cell count increased and speech disorder, procedural pain ("excruciating spinal tap"), spinal column injury ("my spine has had so much trauma"), memory impairment ("difficulty to remember"), bone swelling ("tailbone quite swollen"), obesity ("obese"), post-traumatic stress disorder ("ptsd"), mood altered ("pissy mood"), abdominal pain lower ("pain has settled into left lower abdomen"), malaise ("sick"), cold sweat ("cold sweats"), tinnitus ("ears ringing"), chest pain ("chest pain"), restless legs syndrome ("restless leg sydrome"), hypersomnia ("hypersomnia"), loss of libido ("no sex drive"), abdominal pain upper ("stomach ache"), nephrolithiasis (seriousness criterion medically significant) with blood urine present, brain contusion (seriousness criterion medically significant), concussion ("concussion"), panic attack ("panic attack"), vomiting ("vomiting"), mental status changes ("mental status change"), hot flush ("hot flash"), hypertension ("high blood pressure"), ovarian cyst ("large cyst / ball sized cyst that trying to rupture"), the second episode of menopause ("menopausal"), hepatic function abnormal ("liver is abnormal"), adnexal torsion (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), decreased appetite ("loss of appetite"), poor quality sleep ("not sleeping well"), stress ("stress"), anxiety ("anxiety"), renal pain ("pain mostly my kidney region"), fallopian tube cyst ("cyst twisted around my fallopian tube"), cyst rupture (seriousness criterion medically significant) and ovarian rupture (seriousness criterion medically significant) and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy, oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, allergy to metals, fatigue, weight increased, vaginal cuff dehiscence, alopecia, abdominal pain, myalgia, urinary tract infection, overweight, back pain, flank pain, weight fluctuation, meningitis viral, procedural pain, spinal column injury, memory impairment, bone swelling, obesity, post-traumatic stress disorder, mood altered, neoplasm malignant, abdominal pain lower, malaise, cold sweat, tinnitus, chest pain, restless legs syndrome, hypersomnia, loss of libido, abdominal pain upper, nephrolithiasis, brain contusion, concussion, panic attack, vomiting, mental status changes, hot flush, hypertension, ovarian cyst, the last episode of menopause, hepatic function abnormal, adnexal torsion, decreased appetite, poor quality sleep, stress, anxiety, renal pain, fallopian tube cyst, cyst rupture and ovarian rupture outcome was unknown and the female sexual dysfunction, migraine, dysgeusia, dysmenorrhoea, dyspareunia, dizziness, feeling abnormal and cerebral disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adnexal torsion, allergy to metals, alopecia, anxiety, back pain, bladder disorder, bone swelling, brain contusion, cerebral disorder, chest pain, cold sweat, concussion, cyst rupture, decreased appetite, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flank pain, headache, hepatic function abnormal, hot flush, hypersomnia, hypertension, internal haemorrhage, loss of libido, malaise, memory impairment, meningitis viral, menorrhagia, mental status changes, migraine, mood altered, myalgia, nausea, neoplasm malignant, nephrolithiasis, obesity, ovarian cyst, ovarian rupture, overweight, panic attack, pelvic pain, poor quality sleep, post-traumatic stress disorder, procedural pain, renal pain, restless legs syndrome, spinal column injury, stress, tinnitus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal cuff dehiscence, vaginal haemorrhage, vomiting, vulvovaginal mycotic infection, weight fluctuation, weight increased, the first episode of menopause and the second episode of menopause to be related to essure. The reporter commented: current weight 178 lbs. Approximate weight at the time of essure placement 135 lbs. Insertion details- an essure was placed in the left tubal ostia. There were 4 coils visualized and the essure was placed in the right tubal ostia and 2 coils were visualized. With good placement of both, the hysteroscope was then removed and the procedure was completed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Blood pressure measurement - on (B)(6) 2012: 127/72. Computerised tomogram - on (B)(6) 2013: CT scan showed that I had a contusion in my brain with mild concussion.. Hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes. Ultrasound testes - on an unknown date: reason for ultrasound: ultrasound done to evaluate pelvic pain following hysterectomy (B)(6) 2013. Pelvic and transvaginal approach is used. Impression: normal postoperative pelvis following hysterectomy. Hemorrhagic ovarian cyst is consistent with this history. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel sensitivity, headache, dizziness, chronic pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information added. Events: hot flash, high blood pressure, large cyst, menopausal, liver is abnormal, my right one had a torsion and ruptured last year, internal bleeding, loss of appetite, poor quality sleep, stress, anxiety, renal pain, fallopian tube cyst, cyst rupture, ovarian rupture were newly. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain in my left side'), meningitis viral ('viral spinal meningitis / infection of meninges'), neoplasm malignant ('I'm victim of cancer'), nephrolithiasis ('stones') and brain contusion ('contusion in my brain') in a 32-year-old female patient who had essure (batch no. 901331) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in (B)(6) 2012. The patient's medical history included hearing loss on (B)(6) 2014, grief reaction on (B)(6)2014, infection mrsa on (B)(6)2012, pyelonephritis, congenital vesicoureteric reflux, vertigo, meningitis, syncope, pelvic inflammatory disease, missed abortion, pelvic adhesions, ectopic pregnancy, spontaneous abortion, flank pain, depression, vaginal cuff dehiscence, gallbladder inflammation, miscarriage and d & c. Concurrent conditions included post-traumatic stress disorder, anxiety, meningitis, ovarian cyst ruptured, ovarian torsion, sulfonamide allergy, fever, insomnia, rash, itching, chest pain, peripheral swelling, memory loss, decreased appetite, heartburn, constipation, urinary frequency, general body pain, leg pain, hot flashes, bronchitis and allergic rhinitis. Concomitant products included alprazolam (xanax) from 2013 to 2016, fluticasone propionate (flonase allergy relief) from 2012 to 2013, hydrocodone bitartrate;paracetamol (norco) since 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since 2012, naproxen (motrin), paracetamol (tylenol), paroxetine hydrochloride (paxil) from july 2012 to august 2012, promethazine from 2012 to 2018 and sumatriptan succinate (imitrex df) from 2009 to 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced bladder disorder ("bladder disorder or problems"), urinary tract disorder ("urinary tract disorder or problems"), urinary tract infection ("urinary tract infection") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/ pain on my both side of abdomen") and myalgia ("muscle pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metallic taste"), dizziness ("dizziness"), feeling abnormal ("brain fog"), overweight ("now about 40pounds over weight") and weight fluctuation ("lost weight at first becasue I was so sick and then after my hysterectomy I started gaining weight.I surpassed my original weight and am now 40 pounds over weight") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy/nickel sensitivity") with rash, dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"), nausea ("nausea") and alopecia ("hair loss"). In 2013, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced menopause ("hormonal changes describe: menopause"). On an unknown date, the patient experienced vaginal cuff dehiscence ("other injury(ies) or complication (s) describe: vaginal cuff dehiscence, vaginal cuff repair"), back pain ("back pain"), flank pain ("flank pain"), cerebral disorder ("brain zaps"), meningitis viral (seriousness criteria hospitalization and medically significant) with blindness, pyrexia, muscular weakness, visual impairment, confusional state, white blood cell count increased and speech disorder, procedural pain ("excruciating spinal tap"), spinal column injury ("my spine has had so much trauma"), memory impairment ("diffuculty to remember"), bone swelling ("tailbone quite swollen"), obesity ("obese"), post-traumatic stress disorder ("ptsd"), mood altered ("pissy mood"), abdominal pain lower ("pain has settled into left lower abdomen"), malaise ("sick"), cold sweat ("cold sweats"), tinnitus ("ears ringing"), chest pain ("chest pain"), restless legs syndrome ("restless leg symdrome"), hypersomnia ("hypersomnia"), loss of libido ("no sex drive"), abdominal pain upper ("stomache ache"), nephrolithiasis (seriousness criterion medically significant) with blood urine present, brain contusion (seriousness criterion medically significant), concussion ("concussion"), panic attack ("panic attack"), vomiting ("vomiting") and mental status changes ("mental status change") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy, oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menopause, vaginal haemorrhage, menorrhagia, fibromyalgia, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, allergy to metals, fatigue, weight increased, vaginal cuff dehiscence, alopecia, abdominal pain, myalgia, urinary tract infection, overweight, back pain, flank pain, weight fluctuation, meningitis viral, procedural pain, spinal column injury, memory impairment, bone swelling, obesity, post-traumatic stress disorder, mood altered, neoplasm malignant, abdominal pain lower, malaise, cold sweat, tinnitus, chest pain, restless legs syndrome, hypersomnia, loss of libido, abdominal pain upper, nephrolithiasis, brain contusion, concussion, panic attack, vomiting and mental status changes outcome was unknown and the female sexual dysfunction, migraine, dysgeusia, dysmenorrhoea, dyspareunia, dizziness, feeling abnormal and cerebral disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, bone swelling, brain contusion, cerebral disorder, chest pain, cold sweat, concussion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flank pain, headache, hypersomnia, loss of libido, malaise, memory impairment, meningitis viral, menopause, menorrhagia, mental status changes, migraine, mood altered, myalgia, nausea, neoplasm malignant, nephrolithiasis, obesity, overweight, panic attack, pelvic pain, post-traumatic stress disorder, procedural pain, restless legs syndrome, spinal column injury, tinnitus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal cuff dehiscence, vaginal haemorrhage, vomiting, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 178 lbs. Approximate weight at the time of essure placement 135 lbs. Insertion details- an essure was placed in the left tubal ostia. There were 4 coils visualized and the essure was placed in the right tubal ostia and 2 coils were visualized. With good placement of both, the hysteroscope was then removed and the procedure was completed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Blood pressure measurement - on (B)(6) 2012: 127/72. Computerised tomogram - on (B)(6) 2013: CT scan showed that I had a contusion in my brain with mild concussion.. Hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes. Ultrasound testes - on (B)(6) 2013: reason for ultrasound: ultrasound done to evaluate pelvic pain following hysterectomy (B)(6) 2013. Pelvic and transvaginal approach is used. Impression: normal postoperative pelvis following hysterectomy. Hemorrhagic ovarian cyst is consistent with this history.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel sensitivity, headache, dizziness, chronic pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs +social media received. New evens added: I woke up with loss of vision, fever, elevated white blood cells, excruciating spinal tap, viral meningitis, infection of meninges, confused, my spine has had so much trauma, tailbone quite swollen, obesity, pissy mood, ptsd, I'm victim of cancer, vision disturbed, pain has settled into left lower abdomen, difficulty talking, patch rashes, cold sweats, ears ringing, restless leg syndrome, hypersomnia, no sex drive, stomach ache, stones, contusion in my brain, concussion, panic attack, vomiting, mental status change. Concomitant drugs, concomitant conditions, lab data and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.